Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. Johnson & johnson medtech conducted a visual inspection and functionality test of the returned device. Visual analysis revealed there was a reddish material inside the pebax, and the pebax was found broken and folded. This condition could be related to the tip being scrubbed by the customer event description. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material inside the pebax was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. A user error was identified as the customer reported that the tip was scrubbed and the instruction for use (IFU) contains the following information: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the issue broken pebax identified by bwi pal. Investigation findings: usage problem identified (c23) / investigation conclusions: cause traced to user (d11) / component code: label (g04080) were selected as related to the customer scrubbing the tip of the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified the pebax was found broken and folded. It was initially reported by the customer that there was some char or blood something inside of ablation catheter tip. He tried to removed that by scrubbing the tip, but it didn't removed so they changed to another ablation catheter. There was no patient consequence. The customer's reported char/blood inside the catheter tip is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 17-oct-2024, the bwi pal revealed that a visual inspection of the returned device found the pebax was found broken and folded. These findings were reviewed and assessed the issue of a ¿break in the pebax¿ as an MDR reportable malfunction since the integrity of the device has been compromised.